Manufacturer narrative:
Device evaluation summary: device evaluation of charger (B)(4) is currently underway. The reported problem (batteries are unable to charge on the charger) has been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective charger. The patient received a replacement charger.

Event description:
An (B)(6) male patient contacted zoll lifecor customer support to report that both batteries say "place battery on charger" while on the charger. The patient received a replacement battery charger.